Event description:
Additional information received reported that the cause of the event was that the patient was unable to turn on the device starting on (B)(6) 2013. It was noted that the issue was implantable neurostimulator (ins) battery depletion. It was reported that the left ins was replaced with a different model of the device on (B)(6) 2013 and surgery was successful. It was noted that the patient required hospitalization due to surgical replacement, and the patient suffered no injury.

Event description:
It was reported that the patient stated that his right device was working and the left device was not as of this morning, it 'won't let me turn it on or off.' When the patient held the patient programmer over the right device, the device status lights were on, but when he held it over the left device, only the bottom light was on, which indicated that the programmer battery was okay, and not the device status lights. The patient was referred to his doctor's office to check the device. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0237005v, implanted: (B)(6) 2003, product type lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2003, product type programmer, patient; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3387-40, lot# j0225606v, implanted: (B)(6) 2003, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).